Manufacturer narrative:
The device used in treatment was returned and evaluated. A visual inspection of the returned device confirms that the instrument is broken and damaged. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part/lot revealed no prior complaints. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. The plastics on the device are vulnerable and crack may have initiated during use or due to the heating and cooling associated with autoclaving. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the instrument broke inside the patients incision. No delay was reported and a backup device was available. All the pieces were recovered.